Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A baxter employee reported to baxter that precipitate formation was seen in the post dilution line after 12 hours of therapy. There was patient involvement but no injury or medical intervention was reported.